Manufacturer narrative:
A ge representative evaluated the system and could not reproduce the reported problem. The system operates as intended.

Event description:
The customer reported that the system was not saving images during cine runs . (Data loss). There is no report of injury or death associated with the event described in this complaint.